Manufacturer narrative:
Patient ID: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, a piece of the drill bit with depth mark mini quick coupling broke in patient¿s proximal tibia. There were fragments generated from the broken device that were retained. Procedure was successfully completed. Patient status and outcome were reported as okay. This report is for a drill bit. This is report 1 of 1 for (B)(4).